Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to unplug and plug back the local area network (lan) cord and turn the device on and off. A technical service engineer took troubleshooted and found that the devices were offline for almost 2 hours. So, unplug and plugged the lan cord. Confirmed the device is up and running. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system had a communication issue in the network. The customer reported that the user was able to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.